Event description:
The patient was having left leg peripheral angiogram, percutaneous transluminal angioplasty (pta) with stenting of left peroneal artery, pta of left distal anterior tibialis artery, and pedal arch. Angiogram of the anterior tibialis artery to the foot was performed. The angiogram showed 99% stenosis in the distal anterior tibialis artery at the ankle. The regalia wire was then placed in the pedal arch using 0.014" trail blazer. While removing regalia wire, the doctor noticed superficial coating of the distal wire had broken off the wire. It was a small coating, which did not cause any flow limitation.